Event description:
It was reported that there was a remote transmission alert of a single high impedance on the patient¿s superior vena cava (svc) coil of the implantable tachy lead. There were no other indications of a lead issue noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range, and a lead impedance out of range alert triggered.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drg, implantable cardioverter defibrillator (ICD) (B)(6) 2012; 5076-45, implantable pacing lead, (B)(6) 2013. (B)(4).